Manufacturer narrative:
Investigation summary: the quality team was not provided with any photos or samples for evaluation. The team has evaluated twenty retained samples and no defect was observed. The team was not able to confirm the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the customer feedback of the issue and the provided pictures of the sample, the team that root cause could be produced due to a damage in the plunger lip which caused the reported leak issue. This damage could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported syringe s2 5ml 22ga 1-1/4in bd china had leakage issues. The following information was provided by the initial reporter, translated from chinese: "...there was leakage during the suction process. The liquid leaked rapidly along the syringe wall and lost a medicine."